Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspects thinning of the tissue under the cuff is the reason for the incontinence. Surgical intervention is anticipated. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspects thinning of the tissue under the cuff is the reason for the incontinence. Surgical intervention was performed to add an additional cuff. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event, d6b explant date, and h6 impact codes.